Event description:
Reporting status: serious injury - (medical intervention) reporting rationale: snaring of separated portion of guide wire device issue: guide wire separation during a planned stent procedure, the guide wire was placed over a very angled superior mesenteric artery. A stent delivery system was advanced over the guide wire, but could not be placed. During the removal of both devices from the pt, the guide wire became trapped, possibly with the stent delivery system. An attempt was made to completely remove the devices from the pt; however, the guide wire separated in the pt. The separated piece of guide wire was removed with a snare device. No additional event or pt info was available.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or distributor.